Event description:
It was reported that the user experienced repeated scan errors with a prior freestyle libre 3 plus sensor that ultimately failed, leading to loss of cgm data and interruption of ilet insulin automation until a new fsl3+ sensor was paired and insulin delivery resumed as usual. Symptoms included hyperglycemia with a reported blood glucose of 325 mg/dl. Outcomes included temporary interruption of automated insulin dosing and the need for troubleshooting and user education. Investigation included customer support troubleshooting focused on cgm pairing and education on contacting support promptly for sensor or connection issues. Investigation of this case revealed a cgm sensor malfunction resulting in failed pairing and scan errors that prevented ilet from operating in automated mode until a replacement sensor was successfully scanned. It was concluded, based on previously established findings for similar reports, that the cause was a malfunctioning cgm sensor leading to loss of input signal to the ilet and resultant hyperglycemia.